Event description:
It was reported that the patient ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result the ipg was explanted and replaced effective therapy was established postoperatively.

Manufacturer narrative:
Attempts were made to obtain complete product and implant date details. Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.